Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep clarified that the patient's being admitted to the hospital was unrelated to the scs device/therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient has pressure behind their sternum after reprogramming of their spinal cord stimulator (scs). This was consider a sudden change in therapy/symptoms. It was also noted the patient has a pacemaker. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was not determined. The rep reported that the patient's reprogramming of their scs system is within the recommended parameters of a minimum of 60hz with a bipole. As of yesterday, the patient has been admitted for stress tests and other diagnostics. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.